Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. No stand movement was possible during patient examination. The patient had to be moved to continue with examination on a different system. Siemens is unaware of any impact to the state of health of the patient involved. The reported issue occurred in (B)(6).

Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, customer service reports, system log files, system history). The log file analysis shows that the system detected a mismatch of the two positioning sensors (potentiometer and encoder) of the receptor lift. As a consequence only slow manual system movements were available and automatic system movements are not possible. Upon investigation the involved costumer service engineer (cse) identified that the potentiometer, which is responsible for providing information about system positions, did not provide correct values. The system has automatically detected an issue by comparing the first information source (encoder or second potentiometer) with the second information source (potentiometer). When a significant deviation was detected, the system changed to the "reduced stand/table speed" and the corresponding message was displayed to the customer. An extensive investigation could not be performed because the affected part was not returned. The cause of the complaint could not be determined retrospectively. After hardware replacement there were no further issues as described in the complaint description and the system works as intended. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.